Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 800 mg/dl. Reportedly, the customer lost consciousness, was transported to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. System check with tandem technical support found that the pump's time was inaccurate. Customer did not know how the time became inaccurate. The customer was advised to correct the time setting on the pump. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage.